Manufacturer narrative:
Product event summary: the 10fcc13 of lot number 0012583006 was returned and analyzed. Visual inspection of the handle area was performed. The tip of the sheath was intact with no anomaly. A kink on the side port tube was identified. The functional testing was performed and it revealed that the steering knob was not able to deflect the sheath in the primary deflection. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. Xray imaging revealed that the pullwire inside the handle was broken. In conclusion, the reported steerability issues were observed and the sheath failed the return product inspection due to a kink in the sideport tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath 10fcc13 flexcath contour 10f, there were catheter steering /deflection issues. The pull wire in the sheath snapped while in the left inferior pulmonary vein (lipv), resulting in an audible snap as curve was added to the sheath, and subsequently, the sheath would no longer deflect. The sheath was replaced with a new one. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.